Manufacturer narrative:
(B)(4). Patient medications: coreg, celexa, plavix, synthroid levothroid, prinivil, zestril, mobic, glucophage, protonix, lactinex, and percocet. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2011, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that computed tomography images dated (B)(6) 2017, revealed a proximal type I endoleak involving the previously implanted pxt311413/7858490 device. There was no aneurysm sac enlargement. The physician reintervened on (B)(6) 2017, and implanted three aortic extender endoprostheses. The endoleak was resolved and the patient tolerated the reintervention procedure.